Event description:
The dental implant gfx3011s was removed on (B)(6) 2017 due to failure to osseointegrate 3 months after the implantation date. The patient has history of vitamin d deficiency and has been will need further surgical intervention.